Event description:
The micro sagittal saw was sent for eval due to overheating during a bunionectomy procedure. The procedure was completed with a readily available alternate device. There was a one hour delay in the case as they opened and processed the backup device. There was no medical treatment or intervention required as a result of this event.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.